Manufacturer narrative:
No unexpected button error alarms were noted. All of the buttons functioned properly. However, corroded keypad traces were noted during the visual inspection. The insulin pump had minor scratches on the display window, a cracked case at the display window corners, cracked reservoir tube lip, scratched reservoir tube window, cracked battery tube threads and a stained end cap sticker.

Event description:
It was reported that the insulin pump alarmed button error. Customer's blood glucose was 300 mg/dl. Customer stated no moisture but she went fishing and had a harness on and might have pressed out against the insulin pump. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.